Event description:
Information was received that the patient had not felt well since his recent vns replacement surgery. The patient visited the hospital and was diagnosed with post-ventricular tachycardia. The patient was prescribed medication to lower blood pressure. No additional or relevant information has been received to date.

Event description:
Information was received that the patient was seen by the neurologist to have vns parameters adjusted. The parameters were adjusted with no reported issues, and it should be noted that if there was an issue with lead impedance the user would have been notified upon interrogation of the generator. The neurologist was not aware of the tachycardia and did not have any further information regarding the event. No corrective action is needed as there is no new harm or risk established for the patient or user.